Event description:
It was reported to philips that the flexvision monitor intermittently shut off. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the 58" monitor. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor intermittently shuts off. Upon troubleshooting, philips field service engineer (fse) confirmed that the flex vision monitor needs replacement. Fse replaced flex vision monitor. After replacing the flex vision monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.